Manufacturer narrative:
The device log has been analyzed. This analysis showed a large number of ventilation related alarms such as mv low, disconnection and apnea on september 30th. Alarms regarding missing breathing effort and disconnection were displayed for several hours. Apnea ventilation was not activated. In case apnea ventilation is activated, ventilation starts when missing breathing efforts are detected, as described in the IFU. The device log showed no device error. Device was tested according to manufacturer specification and no deviation was found. The device behaved as specified and alarmed the patient related problems. No device malfunction occurred.

Event description:
It was reported: "patient under niv. Communication between the day shift and the night shift. The patient begins to desaturate, the audible niv alarm goes into operation. A daytime ide goes to the patient: observation of a hypoxic arrest. The doctor is alerted to the situation and begins resuscitation. Patient recovery continuation of treatment in neurosurgical resuscitation (coma). Patient's current status: death on (B)(6) 2020"